Event description:
The consumer stated several tampons appeared to contain dried blood and mold. She stated that she used three tampons out of the package and one appeared to contain black mold. She opened another tampon and it appeared to contain dried blood. She stated that she opened about 8 more tampons and they all appeared to contain black mold.

Manufacturer narrative:
Despite multiple attempts to collect unused samples, the consumer had not returned unused product for evaluation at the time of this report. The consumer provided erroneous lot code information. Based on the description of the packaging provided by the consumer, the product does not appear to be manufactured by kimberly-clark. The consumer provided the number, (B)(4) and indicated a time on the wrapper. Kimberly-clark does not print this type of information on its wrappers.